Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had second occurrence of not receiving a low battery alert prior to the off no power alert. Customer's blood glucose value was 118 mg/dl at the time of the incident. Customer had perform self test and passed. Customer states the battery cap is not loose, cracked or damaged. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no off no power alert noted. No moisture damage on electronics and motor assembly noted.